Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint device was evaluated and the reported event was confirmed. Upon visual inspection of the returned device, it was found that the plate fractured at the proximal compression hole at the scallop. There also appeared to be stress cracks on the underside of the scallop. The device history record was reviewed and it was found that the parts were made to specification with no rework or deviations. The plate fractured in the area it was most likely to based on the finite element analysis conducted. Per orthopediatrics, corp (B)(4), a risk associated with the use of this device is "bending, fracture, or migration of the implant". If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following the implantation of the locking cannulated blade plate, the patient was revised due to plate fracture. Attempts have been made and additional information on the reported event is unavailable at this time.